Manufacturer narrative:
A replacement pump was sent to the customer. On (B)(6) 2017 the customer spoke with a medela clinician. At that time she reported that she had been prescribed diclozicillin to treat mastitis and that the mastitis was resolving. A product evaluation on 2/6/2017 found the product to function within specification. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017 the customer reported to a medela customer service representative that she was experiencing low suction with her freestyle breast pump and that she had mastitis.